Event description:
The patient stated that the ok keypad button was not responding while priming the pump. In addition, the patient indicated that when he removed the battery to try and get the ok keypad button to respond, the pump had frozen on the confirmation screen. In addition, the patient stated that the up and down arrow keypad buttons were unresponsive. The patient also reported that he wears the pump in a case in his pocket.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.